Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Event date is an estimation.

Event description:
It was reported that the patient stated that their ipg was faulty. The ipg was explanted and replaced.

Manufacturer narrative:
Further information was requested but not received.